Manufacturer narrative:
On 19/jul/2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. During the mre, the device manufacture date was found to be 1/sep/2010 instead of 8/sep/2020 as initially reported. Manufacturer's reference number: (B)(4) h4 device manufacture date updated from 8/sep/2020 to 1/sep/2020.

Manufacturer narrative:
On (B)(6) 2021, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture date of explant: (B)(6) 2021. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a primary breast augmentation with a 600cc mentor memorygel breast implant and experienced a rupture on the right side post-operatively, which was confirmed via an MRI. It was indicated the patient was involved in a vehicle collision prior to experiencing the rupture. As a result, the patient underwent explantation on (B)(6) 2021.

Manufacturer narrative:
On october 25, 2021, mentor completed evaluation of the device. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted the visual inspection. Visual analysis of the returned sample revealed that the smooth hpg, 600cc breast implant was found to be ruptured. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of the gel-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer's reference number: (B)(4)